Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It has been reported that the patient had an infection after wearing the pod. The patient removed the pod from the infusion site (arm) after wearing it for 72 hours and it was extremely painful. When removed, the site appeared red, swollen and saw fluids coming from the site. The patient had to go the emergency room a few days after removing the pod. While at the ER, the patient was put under anesthesia and the wound was drained.